Event description:
A hospital implant registration form received by the company on 2024-03-18 indicated that on (B)(6) 2024, the patient's entire system, including (B)(6) right atrial (ra) lead, was explanted due to pocket infection. The system was replaced with competitive system on (B)(6) 2024. The addtl sjm contact will be contacted for further details regarding this event. Serial numbers: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5153719.